Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported mr and tissue injury. Mr and tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "late mitral leaflet tear after transcatheter edge-to-edge repair for acute ischemic mitral regurgitation_ a case report.

Event description:
The article "late mitral leaflet tear after transcatheter edge-to-edge repair for acute ischemic mitral regurgitation: a case report" was reviewed. The article presented a retrospective single center study, to evaluate acute mitral regurgitation due to papillary muscle rupture is a severe complication of acute myocardial infarction. Transcatheter edge-to-edge repair is emerging as an effective alternative to surgical treatment, with encouraging outcomes. Leaflet adverse events are rare and are associated with relapse of significant mitral regurgitation. Devices mentioned include mitraclip and st. Jude/abbott masters mechanical mitral valve. The article concluded that acute ischemic mr due to pmr is a surgical emergency. However, due to the high mortality rates associated with surgery, teer has emerged as a safe alternative, representing either a definitive treatment or a temporary bridge to patient¿s recovery and subsequent surgical correction. [The primary author and corresponding author was francesco cannata at centro cardiologico monzino irccs institution with corresponding email francesco.cannata@cardiologicomonzino.it. (B)(6), unk mitraclip peri and post-procedural complications included tissue damage, recurrent mr, surgical intervention.